Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with complaints of abdominal pain and cloudy peritoneal effluent fluid on (B)(6) 2024. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin 2000 mg every other day and cefepime 2000 mg daily for 14 days. However, the patient¿s peritoneal effluent cultures returned positive for pasteurella multocida on (B)(6) 2024, and the patient¿s cefepime was discontinued. The pdrn attributed causality to the patient interacting with his cat during ccpd therapy without utilizing proper hand hygiene afterwards. The patient has been reeducated; however, he continues to interact with the cats despite reeducation. The patient continued undergoing ccpd therapy while hospitalized without any reported issues and was discharged home on (B)(6) 2024. The patient recovered from the serious adverse events and continued to utilize the same liberty select cycler as before admission. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s).

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and ip antibiotic therapy. The pdrn attributed causality to the patient interacting with his cat during ccpd therapy without utilizing proper hand hygiene. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Pasteurella bacteria are known inhabitants of the upper respiratory tract in canines/felines and can be transmitted to humans through direct and indirect contact. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Additionally, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations and/or the manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with complaints of abdominal pain and cloudy peritoneal effluent fluid on (B)(6) 2024. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin 2000 mg every other day and cefepime 2000 mg daily for 14 days. However, the patient¿s peritoneal effluent cultures returned positive for pasteurella multocida on (B)(6) 2024, and the patient¿s cefepime was discontinued. The pdrn attributed causality to the patient interacting with his cat during ccpd therapy without utilizing proper hand hygiene afterwards. The patient has been reeducated; however, he continues to interact with the cats despite reeducation. The patient continued undergoing ccpd therapy while hospitalized without any reported issues and was discharged home on (B)(6) 2024. The patient recovered from the serious adverse events and continued to utilize the same liberty select cycler as before admission. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s).